Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of loss of connection. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed because it could not be determined if any out of range occurred on the date of event. The root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the previously filed reports for this complaint, it was noticed that the device evaluation on the first follow-up was for the transmitter (lot #5208150, serial # (B)(4)) which was being used at the time of event. The evaluation from the transmitter confirmed the reported loss of connection. The second follow-up was for the receiver, the complaint device (lot # 5206577, serial # (B)(4)). The evaluation from the receiver was unable to confirm the reported loss of connection because the receiver screen displayed call tech support. Based on the evaluation of both devices loss of connection was confirmed and the root cause was determined to be a failed transmitter.